Event description:
It was reported that the customer was hospitalized due to high blood glucose. It was stated that the customer was vomiting at time of the admission, and the infusion set was removed at the hospital. Troubleshooting was performed, and the programming, time, and date seem to be correct. Reviewed the alarm history and found several low reservoir and no delivery alarms. A rewind test and prime were performed and passed. Ran a fixed prime test and insulin exited. It was stated that the customer requested a replacement of the insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.